Event description:
Reference number (B)(4). Event occurred in the italy. On 02-june-2024, it was reported by the patient that two infusions set fell off within few hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).